Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. This patient who started peritoneal dialysis (pd) sometime around the (B)(6) 2014 had her pd catheter pulled on (B)(6) 2015 secondary to "chronic infection" which referred to her peritonitis and abdominal wall cellulitis around her naval area. It cannot be concluded that fmc products did not or did contribute to the event. There is nothing in medical records to say if fmc products contributed to this peritonitis. Alternatively, the home visit showed possible causes as the patient's exposure to less than optimal home environment which could have potentially caused persistent infections. There is nothing in the records to say any of fmc products caused patient's infections (peritonitis and cellulitis of abdominal wall). The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found seven lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented mfg process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
The patient went to the emergency room on (B)(6) 2015 with cloudy drainage bag and abdominal pain. She was treated with intravenous (IV) antibiotics and came to the clinic on (B)(6) 2015 to receive intraperitoneal vancomycin 1g. Treatments included 1g vancomycin, 1g fortaz and rocephin. On (B)(6) 2015,patient called and reported that she had been admitted into hospital and treated with 2g vancomycin and also gentamicin from (B)(6) 2015 to (B)(6) 2015. The clinic nurse did a post peritonitis home visit and reported concerns with cleanliness and risk for fungal infections. This patient had several positive cultures and a biofilm was suspected on the catheter. The catheter was removed and the patient put on hemodialysis.